Event description:
It was reported that they did not know if the device was working right. Patient stated that the ins battery dies quickly. Patient stated that the recharger gets hot when charging the ins and this has been happening for a while now. Patient stated that the ins battery level gets to zero every day. Patient added that their activity level was moderate and the controller battery can get to 100% and the ins was still at 70%. A request was sent to repair to replace the recharger.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.